Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for supra ventricular tachycardia (svt), which was detected as ventricular fibrillation (vf). In addition, there was post-pace t-wave oversensing (twos) observed during the episodes. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.